Manufacturer narrative:
Based on the claim against the product by the customer noting instrument damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.210¿ x 0.119¿ was not returned with the instrument. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.117¿ - 0.178¿ in length and were not aligned with the tube axis. The complaint regarding instrument damaged was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the cadiere forceps did not straighten when pulled out. It got stuck in the trocar and was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was intact and functional from the outside, they could not detect any problems or damage in the first instance. The assistant wanted to remove the forceps, but the surgeon forgot to straighten the clamp. This caused the forceps to bend in such a way that it was impossible to remove it from the cannula. The cannula was removed from the patient with the clamp. Then straightened the clamp and removed the cannula. No fragments were seen in the patient.